Event description:
International complaint received from canadian complaint coordinator. During product evaluation failure code 570:320 was found. No additional information is available.

Manufacturer narrative:
Evaluation summary: failure code 570:320 was confirmed. Inspection of the device found that the cause of the failure code was due to depleted and potentially damaged batteries. The batteries were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated.